Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The analysis revealed a critical ram parity error logged on (B)(6) 2011 in address "1f 26". The power on reset timestamp coincides with install of ramware version 8.

Event description:
It was reported that the device had a power on reset. The device was reprogrammed. The device is still in use. No patient complications have been reported as a result of this event.